Event description:
It was reported that the insulin pump alarmed an error. The blood glucose reading was 129 mg/dl. The customer stated that the whole bottom part of the insulin pump came apart and she was holding it together with her clip. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a loose drive support disk due to a detached end cap. The insulin pump was received with a cracked battery tube threads, reservoir tube, reservoir tube lip, and minor scratches on the display window.